Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction, d6b: date of explant provided.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete customer information.

Event description:
Related manufacturer reference number: 1627487-2021-13607. Related manufacturer reference number: 1627487-2021-13610. It was reported that the patient was experiencing an infection, seroma, and keloid scarring, which were causing discomfort at the implant sites. As a result, the patient's system was explanted and the patient is recovering.